Event description:
There was an allegation of questionable trigl, chol2, crep2 results for 1 patient sample on a cobas c 503 analytical unit. The initial cholesterol result was 486 mg/dl with a data flag. The repeated result was 169 mg/dl. The initial triglycerides result was 451 mg/dl with a data flag. The repeated result was 78.9 mg/dl. The initial creatinine result was 2.19 mg/dl with a data flag. The repeated result was 0.906 mg/dl. The results were reported outside of the laboratory. The repeated results were considered correct. The trigl reagent lot number was 58502101 with an expiration date of 31-oct-2022. The chol2 reagent lot number was 57374601 with an expiration date of 31-may-2022. The crep2 reagent lot number was 59722901 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. The alarm trace showed abnormal aspiration errors as well as sample short errors, which are indicative of possible poor sample quality. The field service representative found dried serum on the sample probe and the rinse levels were a little high inside the reaction cells. He changed the sample probe, adjusted the rinse mechanism levels, checked the vacuum system and probe rinses, and performed a precision check. The customer performed qc, which passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.